Manufacturer narrative:
The explanted device was reportedly discarded and will not be returned to the company for analysis.

Event description:
The recipient's device was reportedly explanted due to a medical issue. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
A review of the device history record noted no rework.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced device migration. The recipient underwent revision surgery. The recipient experienced device migration again and device extrusion. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's newly implanted device was activated. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. This is the final report.

Manufacturer narrative:
(B)(4). On (B)(6) 2017, the recipient underwent repositioning surgery. In (B)(6) 2017, the recipient reportedly experienced a skin flap infection at the implant site. On (B)(6) 2017, the recipient was prescribed augmentin for 1 month. The recipient was recommended device non-use for 1 month. On (B)(6) 2017, the recipient was hospitalized. The recipient's infection resolved. This is the final report.